Event description:
A us distributor contacted zoll to report that a patient developed an irritation under the lifevest equipment. Patient described the area as a burn mark from one of the electrodes with an open abrasion. There was no alleged device malfunction contributing to the irritation. The patient reported being hospitalized, but there is no indication of medical intervention. Reporting out of the abundance of caution. Outcome of the irritation is unknown

Manufacturer narrative:
Not applicable.